Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received that a report that emergency drive unit of the sorin centrifugal pump console did not turn during a procedure. There was no patient injury. Follow-up communication with the customer revealed that the handcrank was broken. A new handcrank was provided to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received that a report that emergency drive unit of the sorin centrifugal pump console did not turn during a procedure. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received that a report that emergency drive unit of the sorin centrifugal pump console did not turn during a procedure. There was no patient injury. As the root cause of the issue was found to be a broken handcrank, sorin group (B)(4) has determined that the issue was caused due to user handling. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.